Event description:
It was reported that during dialysis treatment, an access needle would not stay seated in the valve. The nurse was present during treatment and used tape to hold the needle in place during treatment and used tape to hold the needle in place during dialysis. No blood was lost and no harm to the patient occurred. The dialysis unit reported that the patient always dialyzed with 1 1/4" needle and that in this instance they inadvertantly used a 1" needle in error.